Manufacturer narrative:
To date a lot number has not been provided and therefore we are unable to review manufacturing records for this device. No photographs or samples were available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, photos or additional information becomes available at a later date, the samples or information will be reviewed and added to the file. A follow-up report will be submitted at that time. Without receiving pertinent details regarding the finished good lot number utilized, sterile devices to visually inspect / test, receiving detailed information regarding the procedure performed, placement of the device in the tissue, the patient¿s health status/ family history, time line of 1st and 2nd surgeries, test results/analysis of tumor or the surgeon¿s technique, a definitive root cause for the reported event cannot be confirmed with certainty. The anatomopathological study indicates the following: wall of fibrous connective tissue with little eosinophilic content of inorganic appearance and old hemorrhage in fibrous organization. In conversation with the doctor with this history, an adverse event associated with the first surgery was suspected. Teratoma is a type of a tumor which is basically made up of tissues such as hairs, muscle, and bone. These tumors can be both benign as well as malignant. The usual location of teratoma (tumors) is ovaries in females and testicles in males. The symptoms of a teratoma are variable and can range from a painful bump to a mass. Family history may increase likelihood of these tumors. Additional medical device utilized: an ethicon product. Description for surgiflo® hemostatic matrix is intended for hemostatic use by applying to a bleeding surface. Actions when used in appropriate amounts surgiflo® hemostatic matrix is absorbed completely within 4 to 6 weeks. Intended use/indications surgiflo® hemostatic matrix , mixed with sterile saline or thrombin solution, is indicated in surgical procedures (other than ophthalmic) as an adjunct to hemostasis when control of bleeding by ligature or other conventional methods is ineffective or impractical.

Event description:
Patient underwent surgery for a cyst in the right ovary where surgiflo and stratafix were utilized. In a control ultrasound, a hyperechoic mass is found in the same right ovary, which is why a teratoma is suspected and the patient is operated on again. In surgery, the mass can be completely resected while preserving the annex. The anatomopathological study indicates the following: wall of fibrous connective tissue with little eosinophilic content of inorganic appearance and old hemorrhage in fibrous organization. In conversation with the doctor with this history, an adverse event associated with the first surgery was suspected.